Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation and repair, it was determined that the failed pretest for off/osc/on switch mode function. It was further determined that the motor was damaged, had a high electrical current (ampere), and had an unknown substance inside the unit, ecu and on top of the motor. It was determined that this was due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a veterinary pelvic fracture surgery on a canine, it was observed that the small battery drive device was overheating. There was a fifteen minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.